Event description:
The healthcare professional reported that the patient underwent a balloon eustachian tuboplasty to treat a recurrent effusion on (B)(6) 2025, returned to the physician with facial swelling consistent with subcutaneous emphysema on post-operative day 1. The patient was seen and examined including endoscopy. No issue was noted at the time of the index procedure and no false passage was seen. The patient reportedly developed facial swelling after hard valsalva at home. The patient was prescribed antibiotics and is being observed outpatient. There was no fever, chills, nor chest pain reported. On (B)(6) 2025. The patient has a history of recurrent eustachian tube effusion. The aera balloon (catalog / lot# unknown) was used during the procedure and the device performed without any issue and without any malfunction. The patient was prescribed the antibiotics augmentin 875/125 bid x 14 days. The information indicated that the patient is ¿getting better; swelling is starting to come down (as of (B)(6) 2025).¿ the aera balloon is reported as not available for return.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient age, sex, gender, race, and ethnicity were not provided. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device are not available. Section h.4: the device manufacture date is not known as the product catalog and lot numbers are not available / not reported. The full UDI is not available without the manufacture date. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. In addition, there was no device performance issue or device malfunction reported during the procedure. As such, the investigation will be closed. The reported event required the intervention through the prescription of the antibiotics, it is considered serious and reportable. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.